Event description:
It was reported by a physician that a vns patient had high lead impedance and was referred for lead revision surgery. The physician provided that x-rays showed evidence of possible fracture. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Lead revision surgery occurred. The explant facility does not return devices to the manufacturer.